Event description:
It was reported that a patient presented with dislodgement of their left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable before, during, and after the procedure.